Event description:
A falsely depressed glucose result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and an elevated result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed glucose result.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a problem with the level sense. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.